Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 566967 UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had high impedances. It was noted that patients implantable pulse generator (ipg) had difficulty communicating with the remote control. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing post operatively. The explanted device will not be return.